Manufacturer narrative:
Qc was within the customer's established ranges prior to and after the event. The sample was serum that was centrifuged at 4,500 rpm for 6 minutes. A field service engineer (fse) was dispatched: the fse performed a preventive maintenance (pm); all verification testing met published specifications. No hardware issues were noted. No clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding troponin (accutni) result, above the ami cut-off generated by the unicel dxi 800 access immunoassay system for one patient sample. Subsequent testing of the original sample produced an accu tni result in the risk stratification range. The result was not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.